Event description:
It was reported patient is currently on her third revision of left knee. Patiennt stated that x-ray showed implant is falling apart. Patient reported she is in constant pain and her knee swells up.

Manufacturer narrative:
The following other device was added to this report: simplex p with tobramycin 1 pack; cat# 6197-9-001; lot# mdu034. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. Only these two reported devices were manufactured by stryker and remaining devices implanted in the patient knee were not a stryker product.

Event description:
It was reported patient is currently on her third revision of left knee. Patient stated that x-ray showed implant is falling apart. Patient reported she is in constant pain and her knee swells up. Update: per implant sheet, competitor devices were implanted during 6/6/2013 revision surgery.

Manufacturer narrative:
An event regarding patient pain involving a cement restrictor plug used in conjunction with a competitor knee system was reported. The event was not confirmed. Method & results: -device evaluation could not be performed as the subject device was not returned. -medical records received and evaluation: clinician review of the provided records concluded " persistent symptoms after multiple revisions are not unexpected and do not appear to be due to factors of faulty prosthetic design, manufacturing, or materials in this case." -device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review found no other similar events have been reported for the subject manufacturing lot. Conclusions: the exact cause of the reported pain could not be determined. A review of the provided records by a clinical consultant indicated there is no evidence the event is device related. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
It was reported patient is currently on her third revision of left knee. Patient stated that x-ray showed implant is falling apart. Patient reported she is in constant pain and her knee swells up. Update: per implant sheet, competitor devices were implanted during (B)(6) 2013 revision surgery.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stryker left knee.an evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.